Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a constant full segment display due to a corroded electronic assembly. The motor assembly was inspected, and corrosion was present. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 153 mg/dl. The customer stated that she jumped into the pool with device on. Customer stated that their is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported also via phone call indicating that their is a cracks on display screen of the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.